Event description:
During an unk procedure, it was reported by the affiliate that the safety shield malfunctioned. There was no pt consequence. Additional info received on 4/28/97. It was reported that the procedure was a laparoscopic cholecystectomy procedure. The lot number was j44r39 and the batch number was j5041x.